Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed and the laser system began to automatically go into standby mode at 125,579 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component code fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to broken proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and devitrification at the cap output window were also observed. Both caps remain intact and attached. The identified issues may activate the laser systems fiberline function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The broken fiber issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.